Event description:
"S/p b sq mastx's for fcd with immediate submusc surgitek bilumens (265:60) used for reconstruction. Pt had prior benign l breast bx (1979) with negative fh except for pcd. Mild sx's at time of sx. Pt denies any h/o trauma but has noticed r decreased slowly x yrs, once noted a golf ball-sized mass in upper r breast x several (2) years, which has resolved. It was not visible on mammogram. Now c/o systemic probs including arthralgias, l greater than r, myalgias, dysesthesias, swelling, chronic fatigue, sleep disturb, reoccurring infections, visual decrease, memory probs, dry eyes, itching skin, no rash, allergies, sob, cp, costochondritis, wgt gain, constipation, unusual odor to urine. Breast pains."